Event description:
The manifold used on a heart patient during surgery was leaking resulting in the patient not receiving the full amount of medication. This resulted in a decrease in the patient's blood pressure. The patient did not require additional medication or treatment. The device was changed with another and patient's blood pressure returned to expected medicated level. The manifolds are used with various medications in the operating room and ICU. No harm or injury reported. The customer reported this has occurred with six (6) different manifolds over the past month. The customer did not provide clinical information for the additional five events. This event is reported as life threatening adverse event. The additional events are reported as a product problem. This is one of six reports. 1721504-2010-00302, 1721504-2010-00303, 1721504-2010-00304, 1721504-2010-00305, 1721504-2010-00306.

Manufacturer narrative:
Device evaluation: the device evaluation/investigation is not complete. A follow-up report will be sent when the evaluation is completed. Eval: conclusions: a follow-up report will be submitted when the evaluation is completed.